Manufacturer narrative:
Examination of the submitted devices revealed evidence suggesting loosening of the tibial tray in vivo. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are disconnected items. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address loosening, found osteolysis and polyethylene wear.